Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 06-aug-2024. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained and returned testing met the acceptance criteria in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Event description:
On (B)(6) 2024, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 66-year-old male with hypertension, dyslipemia, copd chronic shortness of breath, heart fluctuations, on 3l of oxygen. There was no additional patient information available. Return product is available for investigation. Method date collected tested actk sample hep-dose hep-time on (B)(6) 2024, 5000 iu 13:45 I-stat on (B)(6) 2024 , 13:56 13:56 255sec a on (B)(6) 2024 , 5000 iu 14:01 I-stat on (B)(6) 2024, 14:21 14:21 216sec b on (B)(6) 2024 , 5000 iu 14:25 I-stat on (B)(6) 2024, 14:39 14:39 255sec c on (B)(6) 2024, 3000 iu 14:44 on (B)(6) 2024, 3000 iu 15:03 I-stat on (B)(6) 2024, 15:28 15:28 261sec d I-stat on (B)(6)2024, 15:37 15:37 262sec e on (B)(6) 2024, 3000 iu 15:46 I-stat on (B)(6) 2024, 16:00 16:00 268sec f on (B)(6) 2024, 3000 iu 16:13 on (B)(6) 2024 , 3000 iu 16:46 I-stat (B)(6) 2024, 17:02 17:02 261sec h I-stat on (B)(6) 2024, 17:18 17:18 261sec I I-stat on (B)(6) 2024 . 18:50 18:50 217sec k per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolinact) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.